Manufacturer narrative:
Results: the cat8 was kinked approximately 21.5 and 53.5 cm from the hub. Conclusions: evaluation of the returned cat8 confirmed that the device was kinked. If the device is forcefully retracted from its packaging at extreme angles, damage such as this may occur. However, the returned cat8 was kinked in two locations. The distal kink in the catheter shaft likely occurred from the folded packaging of the cat8. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the hospital staff found that the indigo system aspiration catheter 8 (cat8) was kinked upon removal from the packaging. The damage to the cat8 was found prior to use. Therefore, the cat8 was not used in the procedure. The procedure was completed using a new cat8.